Event description:
Having kidney stones [kidney stones] had a fall at the last doctor's visit and did not have any injuries resulting from the fall [fall] case narrative: initial information received on 05-feb-2024 regarding an unsolicited valid serious case received from a patient's wife from united states. This case involves an unknown age male patient who was having kidney stones and had a fall at the last doctor's visit and did not have any injuries resulting from the fall after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection via intraarticular route (with strength: 48mg/6ml (8mg), an unknown batch number, expiry date, dose, frequency, indication). Information on batch number, expiry date were requested. In nov-2023 after unknown latency, the patient was having kidney stones (nephrolithiasis) (calcium deposits/calcification) that required a stent in the kidney. He was receiving a nuclear stress test and kidney stone ablation. He had a fall at the last doctor's visit and did not have any injuries resulting from the fall (fall, onset, latency: unknown). It was unknown if the patient experienced any additional symptoms/events. Action taken: not applicable for both events. Corrective treatment: kidney stone ablation for nephrolithiasis and not reported for fall. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant and hospitalization for nephrolithiasis. A product technical complaint (ptc) was initiated on 09-feb-2024 for synvisc one (batch number: unknown) with global ptc number (B)(4). The sample status was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 12feb24). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending to determine if a CAPA is required. The final investigation was completed on 14-feb-2024 with summarized conclusion as no assessment possible. Additional information was received on 09-feb-2024 from healthcare professional (quality department). Ptc number was added. Text amended accordingly. Additional information was received on 14-feb-2024 from healthcare professional (quality department). Ptc results was added. Text amended accordingly.

Event description:
Having kidney stones [kidney stones]. Had a fall at the last doctor's visit and did not have any injuries resulting from the fall [fall] case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from a patient's wife from united states. This case involves an unknown age male patient who was having kidney stones and had a fall at the last doctor's visit and did not have any injuries resulting from the fall after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection via intraarticular route (with strength: 48mg/6ml (8mg), an unknown batch number, expiry date, dose, frequency, indication). Information on batch number, expiry date were requested. In nov-2023 after unknown latency, the patient was having kidney stones (nephrolithiasis) (calcium deposits/calcification) that required a stent in the kidney. He was receiving a nuclear stress test and kidney stone ablation. He had a fall at the last doctor's visit and did not have any injuries resulting from the fall (fall, onset, latency: unknown). It was unknown if the patient experienced any additional symptoms/events. Action taken: not applicable for both events. Corrective treatment: kidney stone ablation for nephrolithiasis and not reported for fall. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant and hospitalization for nephrolithiasis.